Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely the foreign object could not be removed due to physical damage to the equipment. A pinhole is identified in the forceps channel for the presence or absence of physical damage that caused the foreign object to remain. There were no obvious deviations in reprocessing. The event can be detected/prevented by following the instructions for use which is described in chapter 6 application and conditions of cleaning, disinfection and sterilization and chapter 7 cleaning, disinfection and sterilization procedures. 1) "when the curved portion of the endoscope is greatly curved, the force required to insert/withdraw the instrument increases. If it is difficult to insert/remove the treatment instrument, return the bending angle of the bending part to a point where insertion/removal can be done without difficulty. Forcible insertion/removal may damage the forceps channel and the instrument." 2) "make sure the instrument tip is closed or retracted into the sheath. And then slowly insert or pull out the forceps stopper. Also, do not open the tip of the treatment instrument or pull it out of the sheath while it is being inserted into the forceps channel of the endoscope. The forceps channel and treatment tools may be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation, and the allegation (leakage) was confirmed and found to be caused by a pinhole. Additionally, the device evaluation found the angulation wires were worn, the adhesive on the bending section cover was detached and cracked, the elevator channel plug was loose, the paint on the air/water cylinder was peeling, the ultrasonic transducer was corroded, the objective lens was cracked, the connecting tube coating was peeling, the displayed image was defective and missing components, and scratches were present on the image guide protector, switch 2, the objective lens, and the connecting tube. The customer provided information regarding cleaning steps taken. The device was cleaned, disinfected, and sterilized before it was sent in for repair with no delay in the start of pre-cleaning. It is unknown when the foreign material adhered to the endoscope. The customer aspirated water through the instrument/suction channel, and there were no abnormalities with the accessories used for reprocessing. The instrument channel outlet was wiped/brushed with lint-free cloths, brushes, or sponges, and the instrument channel, instrument channel port, and suction cylinder were all brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the evis lucera ultrasound gastrovideoscope air/water leakage from the instrument channel. Inspection and testing of the returned device found foreign materials coming out of the channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.